Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross. It was reported that the device would not cross. Additionally, after the voyager failed to cross, a dissection was noted. The dissection was treated with the implantation of another company's stent. The pt was fine. No add'l event or pt info is available.

Manufacturer narrative:
Dissection, as listed in the voyager instructions for use and in the product risk assessment, is a known adverse event associated with coronary dilatation procedures and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. In this case, although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, the reported failure to cross appears to be related to the operational context of the procedure.